Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device confirmed that one of the splines was still inverted. Functional testing was performed, and a guidewire was able to be advanced and withdrawn through the catheter with no issue. The catheter's spline array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or inside the catheter tip.

Event description:
During an atrial fibrillation ablation, a farawave was selected for use. The spline inversion was noticed at the end of the case when trying to apply one final consolidating pfa lesion and an error code appeared. The case was performed in conjunction with the carto mapping system. It is unclear when the inversion occurred, but for most of the case, the mapping system struggled to show the catheter's shape, especially when deployed in flower. Furthermore, we did not notice before the last lesion that, when in basket, the system did show one of the splines as inverted. That being said, the pfa console still allowed to deliver the pfa energy right until the error message mentioned prior. Since the issue was discovered just before one last consolidating lesion, the decision was made to forgo that last lesion and end the procedure. Also, at some point, the guide wire seemed to get stuck momentarily inside the catheter while in flower position. But that issue had resolved before the end of the case and it could be moved again, even when in flower. No tissue was seen on the device. The procedure was completed without patient complications using the original device. The catheter was returned.

Event description:
During an atrial fibrillation ablation, a farawave was selected for use. The spline inversion was noticed at the end of the case when trying to apply one final consolidating pfa lesion and an error code appeared. The case was performed in conjunction with the carto mapping system. It is unclear when the inversion occurred, but for most of the case, the mapping system struggled to show the catheter's shape, especially when deployed in flower. Furthermore, we did not notice before the last lesion that, when in basket, the system did show one of the splines as inverted. That being said, the pfa console still allowed to deliver the pfa energy right until the error message mentioned prior. Since the issue was discovered just before one last consolidating lesion, the decision was made to forgo that last lesion and end the procedure. Also, at some point, the guide wire seemed to get stuck momentarily inside the catheter while in flower position. But that issue had resolved before the end of the case and it could be moved again, even when in flower. No tissue was seen on the device. The procedure was completed without patient complications using the original device. The catheter is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.